Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. Varying thresholds were observed on the right ventricular (rv) lead and thresholds were currently high. The patient was admitted and was to be followed up with the following morning. The lead remains in use. No further patient complications have been reported as a result of this event.